Event description:
Customer reported their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to an alternative method of insulin therapy.